Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an ngage nitinol stone extractor would not close. Another ngage nitinol stone extractor was used to complete the unspecified procedure. The issue with this device was discovered prior to patient contact and it was not used on a patient. There were no adverse effects to the patient.

Manufacturer narrative:
Event summary: as reported, the basket of an ngage nitinol stone extractor would not close. Another ngage nitinol stone extractor was used to complete the unspecified procedure. The issue with this device was discovered prior to patient contact and it was not used on a patient. There were no adverse effects to the patient. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned to cook for investigation in opened packaging. The handle and basket formation was returned in open position. The handle actuates the basket formation to an opened and closed position, there is a slight gap in the wires when the basket formation is in closed position a document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded that the cause could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.